Event description:
It was reported that a user experienced hypoglycemia with a recorded glucose low of 40 mg/dl while using the ilet system, with difficulty viewing recent device logs due to data not syncing until a re-sync was performed; the device was reported to be operating as designed, responding to prior highs and user inputs, while the user behavior included overcorrections and missed meals leading to glycemic variability. Symptoms included hypoglycemia requiring oral glucose intake. Investigation included customer support review of available logs, engineering review, and guided troubleshooting to re-sync data and enable diagnostic logging. Investigation of this case revealed that data uploads were delayed until re-sync, the user had been off the ilet for part of the period, and glycemic excursions were associated with user overcorrections and missed meals rather than a device malfunction. It was concluded that the device functioned as intended and that the event was attributable to use patterns and data sync delay rather than a device defect, with education provided on proper use and interpretation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.